Event description:
Customer reportedly received results of 58 mg/dl and 120 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device, however, test strips are no longer available; replacement was sent.